Event description:
It was reported that a male patient underwent a persistent atrial fibrillation afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardial puncture (pericardiocentesis). A pericardial effusion occurred after pulmonary vein isolation (pvi). The surgery was delay 60 minutes due to the reported event, however, the procedure was successfully completed. Pericardial effusion was detected after successful ablation, and after catheters were pulled out. Intervention provided was a pericardial puncture. The physician¿s opinion on the cause of this adverse is that it was due to the procedure, maybe puncture; he stated that he¿s pretty sure that the event was not caused by a bwi product. The physician stated it was their mistake. Prior to noting the pericardial effusion, ablation had already been performed. The patient stayed for one night in the intensive care unit. A smartablate generator was used in this case. Graph, dashboard, vector, and visitag force visualization features were used. No additional filter was used with the visitag. A bwi, heartspan needle was used, curve and lengths unknown. There was no evidence of steam pop. An irrigated catheter was used in the event in standard flow settings, 15ml during ablation. Correct catheter settings were selected on the smartablate generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Device investigation details: available information indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).